Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: sa radiology transitioning from smart site to maxzero. During this process, modality staff (CT, MRI and nuclear medicine) provided feedback where they regularly describe 'leakage from the bung'. They describe the leakage as coming from both the luer lock connector-to-cannula site and from the access site/end of the bung. Additional information received from the customer: can you confirm that there are any serious injuries that occur to the patient? It was mentioned in pir was unknown. No are there any potential erroneous results? It was mentioned in pir was unknown. No kindly confirm due to erroneous results any patient injury happened. No what course of treatment changed due to event? It was mentioned in pir was unknown. No is there any exposure of blood patient blood to patient or hcp user? It was mentioned in pir was unknown. No what medical intervention other than first aid? It was mentioned in pir was unknown. No in the pir, ¿other actions taken¿ is marked as ¿unknown.¿ could you please explain what these other actions are? No are there any safety issue taken. It was mentioned in pir was unknown. No was there any needle/probe stick injury. It was mentioned in pir was unknown. No kindly provide lot no. Not available quantity involved - unknown please confirm the exact location of the leakage - unknown please confirm if the leakage was identified during priming or during infusion? During infusion, how long into the infusion? Prior to infusion please confirm what was being infused. Unknown how was the leakage discovered? In preparation please confirm the make and the model of the connecting product. Unknown confirm if the component had been disinfected prior to connection. If yes, please confirm which reagent had been used. Yes please confirm if any damage has been observed with the product. No please confirm if there were any connection issues? Unsure please provide details of the storage conditions prior to use i.e., where are the products stored? Is the area temperature controlled? Not known please confirm if the patient was under infused as a result of the leakage? Is there any other patient impact? No. Please confirm the lot number of the affected product. Unknown. Please confirm how many products were affected? Unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: a mz1000 product was not available for investigation of pr (B)(4); the lot number was unavailable. The feedback provided by the customer states that, "leakage from the bung." Further information from the customer has stated that leakage was observed during preparation prior to infusion. The product was disinfected prior to connection. There was no visible damage observed with the product and no patient impact as well. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.